Event description:
The customer reported that the system experienced a "generator error". This error is likely to result in an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.